Manufacturer narrative:
The act and esc buttons did not respond due to flattened button dome switches. No unlock on lcd keypad connector noted. The insulin pump received with minor scratched display window, cracked battery tube thread and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having issues with esc and down button. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.